Event description:
Bed leg on the right side of headboard collapsed to floor. This caused the bed to tilt and the pt bumped his head. The caregiver had raised the bed to the highest position and snapped the cable the raises/lowers the headboard. Date of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: parkinson's.